Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tether in the stent set "happened to be longer and longer and sometimes has even fallen off". Further clarification of the event description determined during tethered stent placement, when the customer pulls the tether, it stretches and in the end it breaks. They use the tether for placement of the stent so they pull it back and forth. The company representative went to the site. The nurse and the company representative pulled on the tether and it does stretch and break. Then the remaining tether needs to be removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.